Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced loss of connection between the transmitter and smart device. Dexcom representative advised patient's mother to restart the g5 application which was unsuccessful for the reported issue. Patient's mother was also advised to reinstall the g5 application. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.